Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysteroscopy and dilation and curettage performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh revision surgery on (B)(6) 2006 ¿ hysteroscopy with cervical dilation, endometrial curettage followed by novasure endometrial ablation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent hysteroscopy with cervical dilatation, endometrial curettage followed by novasure endometrial ablation on (B)(6) 2006 due to menorrhagia, hypermenorrhea, increased endometrial thickness on ultrasound, suspected polyp, and enlarged uterus.